Manufacturer narrative:
(B)(4). Date sent: 08/18/2025. D4: batch #510d47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60d reload(b), one cecr60b reload(c), one gst60b reload(d) present. The reload(b) was received fully fired, the reload(c,d) were received partially fired 1/16. Tthe returned device and reload(c,d) were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 510d47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/04/2025. D4: batch #unk. Additional information was requested, and the following was obtained: -was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples. - how was the bleeding controlled? Compression. - how much blood was lost (ml)? Unknown. - did the patient require a transfusion? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97m9d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure; it was observed that a few staples formed with irregular shapes and anastomotic site was oozing after firing. They performed compression hemostasis to stop the oozing. Changed to another three to continue the procedure and the same problem happened. There was no patient consequence nor surgical delay reported. No additional information provided.